Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient present for follow up experiencing bradycardia and pre-syncope. It was observed that three days post implant the lead right ventricular lead exhibited loss of capture. A chest x-ray confirm that the lead was dislodged. The lead was explanted and replaced. There were no adverse patient consequences reported.